Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra meter had a power issue ¿ meter was reverting to setup mode. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged power issue occurred at 4pm on (B)(6) 2018. The patient manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen (20 units of lantus in the morning and at night and 10 units of humalog in the morning, afternoon and night) as a result of the alleged product issue. The following day at 11:10am the patient developed the symptom of cold clammy skin. In response to this the patient was treated with orange juice given to them by their spouse at 11:15am. At the time of troubleshooting the cca noted that there was no misuse of the product, this was not the first time the product had been used and the issue was not able to be resolved with training. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.